Manufacturer narrative:
Evaluation summary: the tip was stretched and deformed. The stent had raised and deformed struts on the 7th and 8th proximal stent segments. There was no other damage visible to the device. (B)(4).

Event description:
It was intended to treat a severely calcified lesion in the rca exhibiting 100% stenosis and excessive tortuosity with an endeavor resolute drug eluting stent. The lesion was pre-dilated. The device was removed from the packaging per IFU, inspected and prepped prior to use with no issues noted. Resistance was encountered when advancing the device however excessive force was not applied during delivery. It is reported that the stent could not pass through the lesion and upon removal a deformation was observed on the stent. The procedure was completed with another stent of the same size. There was no injury to the patient. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.